Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection revealed that the top and bottom cases are in excellent condition. During power up process and calibration verification test, the problem was duplicated. The root cause of the reported issue was found to be that the force sensor error was caused because the force sensor was out of calibration. Recalibrated force sensor. Performed power up process and device passed all the functional testing.

Event description:
It was reported that there was a syringe force sensor test failure. No patient injury was reported.